Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing (pptwos). The patient did not receive therapy during the oversensing. No intervention was performed. There were no adverse effects on the patient.